Event description:
It was reported that patient presented to a clinical follow-up with no capture, no sensing and low impedance on the rv lead. Egm also showed noise. The lead was extracted and replaced. Patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.